Event description:
Reporter stated that blood glucose readings taken on 01/21/1999 and 01/22/1999 showed 287 and 298 mg/dl respectively. Reporter stated she was on antibiotics at the time. Reporter's meter to lab blood glucose comparison test on 01/27/1999 was 191 to 124 mg/dl. Another blood glucose reading showed 99 mg/dl at the dr's office, at home it was 125 mg/dl or so, timing and interval unknown. Reporter was not experiencing any symptoms. Reporter has never cleaned meter. Control solution test read 130 (95-142) mg/dl.